Event description:
Customer reported a cartridge alarm issue with their pump, but it did not cause their blood glucose level to exceed 500 mg/dl, and there was no adverse impact. Tandem technical support confirmed the issue occurred with consecutive cartridges, and a decision was made to replace the pump. Technical support provided instructions for placing the pump into storage mode, advised on the next steps upon receiving the replacement, and coordinated the return of the faulty pump using a pre-paid label. The customer acknowledged and understood these instructions, and a replacement pump was sent with a signature required for delivery.